Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had exhibited a diagnostics anomaly following exposure to external defibrillation. Interrogation successfully restored the device.